Event description:
It was reported to philips that the system's suite computer did not power up, preventing the system from booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, to resolve the issue, the fse replaced the suite pc; however, the suite pc's software reinstallation initially failed. Troubleshooting was performed, and a complete software reinstall was required. Following the full software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.